Event description:
A surgeon reported that a female, who rec'd op-1 putty in combinaton with calstrux (tcp putty) in 2006, as part of an l3-l4 and l5-s1 lateral transverse fusion with segmental instrumentation of l3-l4 and l5-s1, complete laminectomies l3/l4, l5/s1, bone graft harvesting, facet rhizotomies at l3-l4, l4-l5 and l5-s1 and a bilateral foraminotomy at l3-l4 for an unknown indication was hospitalized the next month with wound dehiscence and a light infection with staph epidermidis and enterococcus faecalis. Treatment included an incision and drainage with placement of suction irrigation. Outcome was not provided. The surgeon suspects the events were related to the use of calstrux and op-1 putty. Additional info is being requested.